Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed noise and pacing impedances of greater than 2000 ohms. It was reported that the patient underwent surgical revision where a new lead was implanted. There were no adverse patient effects reported. The device remains in service.